Event description:
The surgeon implanted an aq2003v silicone three piece lens but the haptic tore while being inserted. The incision was enlarged to remove the lens but sutures were not required. The contact stated it was unknown as to why the haptic tore. An msi-tm injector and an aq cartridge fp were used but the contact was unable to recall the lot numbers.